Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown clearlink solution sets tubing kinks easily. The user has "to unwind them a lot"; resulting in a limited flow when the tubing is kinked. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.